Event description:
Additional information was received from the patient. The reason for call was pt had reported a settings not available screen recently and had since met with a rep a couple days after that call and had gotten things working after the rep "changed the groups, some of the connectors weren't working" and is referring to the programmed groups. Pt says after meeting with rep it was working, but then "it started happening again" and says that group a was working and b and c were not (giving settings not available screen), but then group a stopped working and giving settings not available screen too. Pt says this started "at least a week ago or so". Pt says it gives them settings not available screen even though he lowered stimulation to 0.0 and cannot raise it up again. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported the patient's controller showed settings not available. It was noted that on (B)(6) 2021 stimulation had been turned off, the patient had been in pain with bad lower leg pain. They had turned stimulation on, tried to increase and then received settings not available. The controller allowed the patient to turn stimulation down but not up. The ins battery was 100% and the controller was at 40%. The patient was also concerned that the battery was 100% because it was at 50% and then showed 100% and  the patient believed the battery was bad. The patient had reset their controller by removing and reinserting their battery pack. The patient was instructed on how to potentially resolve their settings not available. They turned their stimulation down to zero and then was able to increase their stimulation to 1.1, however they could not go higher and the intensity was so low they could not feel it. The patient had not had any falls nor any other medical tests or procedures. The patient also mentioned they believed their stimulator moved around in their back when they leaned back on it and sometimes it hurt.  The issue was not resolved. The patient was redirected to their healthcare provider.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that a manufacturing representative (rep) switched to different contacts on the leads and created 3 new groups that worked for a few days. They stated that the issue was temporarily resolved, but gradually the same problem happened with their new groups. The patient clarified that their leads or ins did not move. They noted that the lead contacts began needing more power than the ins could provide. The patient indicated that they are planning to have a different surgery to resolve their pinched nerve and to resolve the inoperative stimulator.